Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger antenna cable had insulation pulling away and out from the donut. There were wires exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that when she recharges the unit really heats up and is kind of stinging when she recharges. States it is also doesn¿t seem to be charging as well. Taking longer. Patient states the antenna cord by the recharging head is coming lose. Patient was instructed to call the manufacturer to have the charging antenna replaced. Instructed not to charge until she gets it replaced. The pt states when they charge the stimulator the battery gets really hot and should talk to the manufacturer about this. Pt states she's pretty sure this is the battery. Pt states seems like her battery doesn't stay charged and has to charge every 1-5 weeks. Pt states she used to charge every 3-4 weeks. Pt states the paddle does get a bit hot. Pt states the wires are showing as well. An email was sent to the repair department to replace the recharger. Additional information was received. It was reported the stimulator battery getting hot during recharge was resolved. It was noted there were no circumstances that led to the event. The patient was sent a new charger. It was also noted the stimulator not being charge for as long was not resolved but as they were now recharging fast again, the patient did not mind.